Manufacturer narrative:
Concomitant medical products: none. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the warning power on reset (por) message on the screen. The therapy stopped due to the warning por. It was noted that the patient was attempting to charge when the warning por message and ¿call your doctor¿ icon were seen and this was not related to an overdischarged (od) event. At first, the patient reported an informational por on his implantable neurostimulator recharger (insr) and stated that his implantable neurostimulator (ins) was half full afterwards. The patient also reported a loss of stimulation and pain. It was noted that the por code could not be cleared. The loss of stimulation and pain event occurred on (B)(6) 2016 and the por message event occurred on the day of the report. The indication for use for the implanted device was noted as spinal pain and rsd/causalgia-complex regional pain syn. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.